Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and fecal incontinence. The reason for call was the patient reported that the therapy had never really helped their symptoms since they got it and that they were ready to get it removed. The patient stated they wanted to find out how to get the device removed and what type of doctor they needed to follow up with to discuss the steps to remove the device. Reviewed information with the patient and sent the patient physician listings in their area. The patient was going to follow up with a healthcare provider (hcp )to have the system removed. No further action was taken. Additional information was received from the patient. When asked "what steps were or will be taken to resolve your lack of therapeutic effect" they responded with "have device removed." No additional information was provided.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.